Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the keypad of a pcu module was not responding, and therefore will be replaced. There was no reported patient involvement.

Event description:
It was reported that allegedly the keypad of a pcu module was not responding, and therefore will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The customer reported complaint of the keypad being replaced due to the keypad not responding was evaluated. The keypad was confirmed to have a faulty system on keys and a nonfunctioning ac indicator light. External and internal inspection was performed. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer and a broken trace. During external inspection, the keypad was in good condition with no issues observed. The front case keypad was connected to the cad pcu test fixture for functional testing. Test results identified that the ac indicator lights did not illuminate, and the system on key did not function after plugging in the power cord. All other keys on the keypad were functioning as intended. No logs were provided or deemed necessary for this investigation. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 05-sep-2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 13-nov-2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the front case with keypad assembly was provided for investigation.